Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted. Upon entering patient information into the device, an error message appeared. The telemetry session was ended and the device was re-interrogated which cleared the warning message. At that time, it was recommended to replace the device. In order to review what error code occurred, device data needed to be sent in for engineering analysis. Upon review of the device data, a da error was noted, which occurred proximal to the time of device preparation for implant. Engineering noted that devices do not perform integrity checks while in shelf mode; therefore, if the firmware issue occurred while the device was in shelf mode, it would not be detected until the device changes to implanted mode and starts performing integrity checks. The error reset and corrected itself once out of shelf mode. Engineering confirmed the device operated to current specification, confirming charge time and battery measurements were normal and the device can be implanted without further concern based on the data reviewed. Boston scientific is considering an enhancement request for future software to perform integrity checks while in shelf mode to prevent these unintended errors at implant.